Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during hip surgery, upon insertion of a titanium interlocking screw into a trochanteric fixation nail advanced (tfna) nail, the head of the screw broke off. The head of the screw was successfully removed from the patient. It is unknown if there was a surgical delay. There was no patient consequence. Concomitant medical product: tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking screw. This is report 1 of 1 for complaint (B)(4).